Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-01703. Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had multiple kinks throughout its length. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement. During the functional test, resistance was encountered while attempting to advance the smart coil from its returned position, and the proximal end of the introducer sheath was fractured by the penumbra investigator. Further evaluation of the returned smart coil revealed multiple kinks through out the length of the pusher assembly. This damage was likely incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. It was noted that the patient's anatomy was tortuous. During the procedure, the physician successfully implanted two smart coils in the target vessel. While advancing an additional smart coil through its introducer sheath, the physician experienced resistance and the smart coil would not advance at all within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using three additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.